Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely degradation problems that caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a chipped adhesive at the bending rubber. There was no patient involvement.